Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the handpiece does power on but loses power and speed. This malfunction occurred outside the operating room. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to have rpms below specifications. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.